Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications after loading the cartridge with 200 units of insulin. The customer's blood glucose (bg) was 200 mg/dl and a bolus of insulin was used to address the bg level. As the events had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the events.